Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the guidewire did not easily pass through the lead. It was noted that the helix of the lead was straightened out. The lead was removed and replaced. No patient complications have been reported as a result of this event.